Event description:
An event had occurred during the use of the lumenis versacut tissue morcellator after a prostate enucleation procedure. Enucleating the prostate was well done in about 50 min, however, when the doctor used the versacut, it could not cut the tissue well. The doctor had been trying to cut and absorb the tissue into the bladder during 2 hours. At that time, there was some damage between the bladder and the urethra. A saline solution went into the abdominal inside from the damaged part. As a result, a laparotomy operation was performed on this patient.